Event description:
It was reported that the symptomatic patient presented for follow-up with post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate therapy. The lead was capped and replaced when a reposition attempt was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.